Manufacturer narrative:
Sex/gender: unknown/ not provided. Unknown, not provided brand name: unknown, was not provided model#: unknown/not provided. Lot#: unknown/not provided. Catalog#: unknown, as product lot number was not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Facility address: unknown/ not provided. PMA/510(k)#: unknown as model number is unknown, was not provided. Device manufacture date: unknown as product lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor has seen small spots of cartridge lubricant on the intraocular lenses (iol) during use. The model and type of cartridge was not provided. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information concomitant medical products: intraocular lens, unknown serial number. During follow up, it was reported that many other events (exact number of events was not specified) over the years have been experienced with the cartridge. Debris on the iol surface from excess lubricant was observed. There was no patient injury. The cartridge model and lot numbers are unknown. The serial number for the lenses were not provided. All pertinent information available to abbott medical optics has been submitted.